Manufacturer narrative:
The reference & lot number were not provided yet by reporter, the review of the device history records and traceability cannot be performed. No information about device return.

Event description:
Roi-c : cage broken during insertion of anchoring plate from information provided, the roi-c cage was implanted and when the anchoring plate was implanted, the cage broke. Both devices were removed. Cage was replaced by a new one. No impact on patient. Delay 20 min. Additional information was requested.

Manufacturer narrative:
There is no information available that suggests that there was a malfunction of the device. This device did not cause or contribute to a death or serious injury.

Event description:
This MDR was submitted in error. There is no information available that suggests that there was a malfunction of the device. This device did not cause or contribute to a death or serious injury.